Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 had failed, and the system displayed a required maintenance error message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the open/close sensor cable had been severed. A field service engineer (fse) replaced the open close sensor, and the customer was able to successfully remove the drawer. The system functioned as intended after field service engineer repaired the device.